Manufacturer narrative:
The facility reported a pump with fail code 559:320:654:0000. Service by baxter confirmed the reported condition by finding fail code 559:320:654:0000 in the pump's event history. The reported fail code was determined to have been caused by a faulty open key on the pump-head module. The pump-head module containing the faulty open key was replaced to fix the reported problem. This issue is being investigated under CAPA.

Event description:
The facility reported a colleague pump with fail code 559:320:654:0000. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.